Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to suspected infection. A 6 x 9 triathlon cs insert was swapped for another of the same type and size. Rep confirmed that no further information would be released by the hospital or surgeon.